Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced with the returned samples. Six 19ga x 0.75 in. Safestep infusion sets with valved y-sites were returned for evaluation. An initial visual observation showed each sample was returned in a sealed package. Each sample was flushed and pressurized with air; however, no leaks or occlusions were found. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported huber needles would not allow blood draws, instead air is drawn up. No other information was provided.

Event description:
It was reported huber needles would not allow blood draws, instead air is drawn up. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aserf110 showed no other similar product complaint(s) from this lot number.